Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No pictures were provided by the customer. No batch number was provided by the customer. No clarification or further information regarding the complaint issue was received from the customer. Unfortunately, without basic information, a thorough investigation is not possible. The cause of the event cannot be determined due to insufficient information.

Event description:
The customer advised a needlestick injury occurred while they attempted to activate the safety shield with their thumb. The needle stick was not life threatening, did not result in permanent impairment of a body function, did not result in permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment or damage.